Event description:
The pt underwent a transurethral needle ablation of the prostate procedure and was subsequently admitted to the ICU with a urinary tract infection. The infection resolved and the pt was doing well.